Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexj0803 showed no other similar product complaint(s) from this lot number.

Event description:
Patient reported that she had a PICC line placed in (B)(6) 2013. A home health nurse placed a bio-patch at the PICC site. The patient stated that when the nurse was changing the dressing, they cracked the PICC. Patient reported that they had an x-ray done that showed that the PICC was kinked and coiled inside the body. The PICC was removed (B)(6) 2014, and a new PICC was placed. On 12/05/2016 - per patient's email, she stated that the saline would not flow, and when she looked at the dressing closely through the clear tegaderm, she could see that the line was folded onto itself (similar to completely bending a plastic straw in half). The patient then called the after-hours service and told the nurse that the PICC looked kinked and folded over. The nurse went to the patient¿s house, removed the dressing and both nurse and patient could see that the line was folded over. The patient stated that they saw what looked like a hairline crack on the side at the fold. The patient reported that the nurse pushed the line into the patient¿s arm which was painful for the patient. The nurse then applied a new dressing. The patient tried to start the doxycycline infusion and about 10 ml went in but it stung badly under the skin. On (B)(6), an x-ray showed that the line was coiled and bent under the skin. The PICC was removed and a new PICC was inserted the same day.